Event description:
The customer reported 0.5 ml of clear fluid leaked from the coulter lh 780 hematology analyzer. The customer stated that the leak was contained within the instrument, and the customer was unable to identify the source of the leak. The customer indicated that the light scatter had been trending up and down, and the customer had adjusted the light scatter (ls) preamplifier module, five times prior to the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered evidence of old dried clearing reagent and proceeded to replace pinch valve vl95/98 and related tubing to resolve the leak. The fse also reviewed latron quality control (qc) files and startup data. The fse then cleaned the flow cell optic pathway, and reset the light scatter mean values to near assay values to resolve the light scatter trending up and down issue (measurement errors). The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the ls measurements error is attributed to flow cell optic pathway which needed cleaning and ls mean values which needed resetting. (B)(4).